Manufacturer narrative:
The insulin pump was received with cracked reservoir tube lip, case cracked at the display window corner, minor scratched lcd window, scratched reservoir tube window, and case scratched.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
No blood glucose levels reported. The mother of the customer would like to participate in the voluntary recall of the insulin pump as the customer was young and might accidentally program a maximum bolus from the insulin pump. Medtronic has informed customers of the potential to deliver insulin through accidental button pushing through a safety notification letter thus the voluntary recall. Troubleshooting was done. It was reported that the mother of the customer was very nervous that the customer might over treat with insulin accidentally. No additional information was provided.